Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced a potential insulin over-delivery event during a supply change procedure, resulting in emergency department evaluation. The user was evaluated at the hospital on (B)(6) 2026 and monitored without active treatment prior to discharge on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user reported performing a supply change while connected to the ilet and did not complete the rewind procedure prior to inserting the cartridge. Additional information confirmed the needle was attached prior to observing drops during tubing fill. The user and caregiver reported concern that insulin may have unintentionally delivered into the body during setup due to approximately half of the cartridge appearing empty after insertion. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. Blood glucose values obtained during medical evaluation remained between 170 mg/dl and 211 mg/dl, and no severe hypoglycemia or overdose-related complications were confirmed. Based on available information, the event is attributed to user error involving failure to perform the rewind procedure while disconnected from the body. If additional information becomes available, a supplemental MDR will be submitted.